Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 position sensor and latch inseparable was defective. A field service engineer replaced the position sensor and latch inseparable the issue was resolved, verified functional in diagnostics test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 pocket b3 was difficult to open. The customer confirmed that the entire drawer produced a clicking sound when opened, and the pocket did not open without several attempts of closing and reopening the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.